Event description:
It was reported that the left ventricular (lv) lead was causing stimulation of the diaphragm and had high thresholds. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned and analyzed. No anomalies were found. The proximal conductor was distorted, and the outer insulation was melted and breached cut, and exhibited cosmetic environmental stress cracking.